Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in australia. As reported, this was a case of a 26 sapien 3 ultra resilia valve, implanted in the aortic position by transfemoral approach. At the end of the procedure, when attempting to reintroduce the esheath introducer back into the esheath for esheath removal, damage was observed from the long esheath+ introducer (14f). The introducer was therefore not reinserted or used. Upon inspection, there was a strip of plastic which appeared to have sheared off the introducer. The texture was described as rough compared to the usual product. There was no manipulation of the device on the back table. The patient's final condition was stable. As per imagery evaluation, it was observed that the introducer had missing material. This introducer material was observed to be separated.

Event description:
Edwards received notification from our affiliate in australia. As reported, this was a case of a 26 sapien 3 ultra resilia valve, implanted in the aortic position by transfemoral approach. At the end of the procedure, when attempting to reintroduce the esheath introducer back into the esheath for esheath removal, shredding of plastic was observed from the long esheath+ introducer (14f). The introducer was therefore not reinserted or used. Upon inspection, there was a strip of plastic off the introducer and the texture was described as rough compared to the usual product. There was no manipulation of the device on the back table. The patient's final condition was stable. As per imagery evaluation, it was observed that the introducer had missing material (deep scratch). This introducer material was observed to be separated. As per confirmation of the field clinical specialist, no instruments were used to separate the stand, it was completely separate from the device. The introducer was never introduced directly into the patient, always inside the esheath+. The esheath+ did not presented any damage and the devices were no manipulated on the back table.

Manufacturer narrative:
Supplemental report submitted to correct b5.